Event description:
There was no patient involved in this event. The device was found to be switching itself on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and performed to specification up to (B)(6) 2013. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between (B)(6) 2013 and the last log entry on (B)(6) 2014. The pad-pak became depleted during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.